Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right atrial (ra) lead recorded high impedance measurements greater than 3,000 ohms. Additionally, there were stored episodes with noise and oversensing. Technical services noted that the oversensing was related to the minute ventilation (mv) feature and provided troubleshooting recommendations. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right atrial (ra) lead recorded high impedance measurements greater than 3,000 ohms. Additionally, there were stored episodes with noise and oversensing. Technical services noted that the oversensing was related to the minute ventilation (mv) feature and provided troubleshooting recommendations. No adverse patient effects were reported. This device remains in-service. Additional information indicates the troubleshooting information was sent to the physician and the clinic will take care of the case. No further action is required. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right atrial (ra) lead recorded high impedance measurements greater than 3,000 ohms. Additionally, there were stored episodes with noise and oversensing. Technical services noted that the oversensing was related to the minute ventilation (mv) feature and provided troubleshooting recommendations. No adverse patient effects were reported. This device remains in-service. Additional information indicates the troubleshooting information was sent to the physician and the clinic will take care of the case. No further action is required. The device remains in service.